Event description:
Note: this report pertains to one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not detach from the catheter to deploy. The technician attempted to open and close the handle multiple times, the clip was eventually pulled off of the tissue and detached from catheter. It was reported that the spring inside the handle came out of the entire catheter. The same problem occurred with the second resolution 360 clip. The procedure was completed with another resolution 360 clip device. The photos submitted by the customer shows that the handle was broken and the spring along with the control wire had detached from the handle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4).

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 09/01/2022 based on the date the manufacturer became aware of the event. Block h6: medical device problem code a15 captures the reportable event of clip would not detach from catheter. Block h10: investigation results the returned resolution 360 clip device was returned without the clip assembly. Visual inspection of the returned device confirmed evidence of full deployment. The control wire was kinked and located outside of the handle. Additionally, the spool was partially opened and showed evidence of a wire pull. Analysis of the media photographs provided by the customer demonstrated that the spool was partially opened, and the control wire was outside of the device, consistent with laboratory analysis of the returned device. No other problems with the device were noted. Microscopic examination indicated no problems on the bushing; dimensions between the hooks of the bushing were measured and were within specification. Although a product labeling review identified that the device was used per the instructions for use (IFU), the evidence of damage; i.e., the control wire was kinked and located outside of the catheter handle indicated that the physician likely encountered either anatomical or procedural-related difficulties during release of the clip. It was reported that the clip was able to successfully grasp and lock onto the target tissue; however, it would not detach from the catheter to deploy. After multiple attempts to open and close the handle, the clip was eventually pulled off of the tissue, and it detached from the catheter. It was also noted that the spring inside the handle came out of the entire catheter. Engineers determined that an attempt was likely made to pull the clip out of the catheter with pliers by pulling the control wire. Since the device was returned without the clip assembly, the reported event of 'clip would not detach from catheter' could not be confirmed during returned device analysis. Based on the available information, a clear conclusion regarding the cause of the reported adverse event could not be determined. Bsc has assigned the most probable root cause for this event as 'cause not established'. Block h11: correction: block g4 (premarket / 510(k) #).

Event description:
Note: this report pertains to one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not detach from the catheter to deploy. The technician attempted to open and close the handle multiple times, the clip was eventually pulled off of the tissue and detached from catheter. It was reported that the spring inside the handle came out of the entire catheter. The same problem occurred with the second resolution 360 clip. The procedure was completed with another resolution 360 clip device. The photos submitted by the customer shows that the handle was broken and the spring along with the control wire had detached from the handle. There were no patient complications reported as a result of this event.